Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8mm mega needle driver instrument' wire broke. The customer said there was no excessive use of the robot surgery: it was applied in november (on (B)(6) 2024), but the application was cancelled due to loss of equipment, so a reapplication request was made (#: (B)(4). The procedure was completed with no reported injury.